Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not displaying parameters or information as intended was confirmed via the controller¿s functional analysis. Log files were reviewed from (B)(6) 2025 - (B)(6) 2026, no notable alarms were captured. When the returned system controller (serial number (B)(6)) was connected to a mock loop, the controller¿s screen displayed information as expected; however, the display button would not scroll through any parameters. The controller operated the mock loop as intended despite these issues. The controller was opened and was inspected at a component level. The user interface (ui) ribbon cable, which connects the controller¿s main printed circuit board (pcb) to the ui pcb was observed to have been damaged and poorly attached to its ui-side connector. The ribbon cable was detached, straightened, then reconnected to the ui pcb¿s connector which resolved all issues. After this reconnection, the controller was able to display parameters as intended, and all of the controller¿s buttons functioned as intended. The root cause of the reported event was determined to have been an improper connection of the ui ribbon cable within the controller. A manufacturing analysis task was initiated under a separate event to further investigate the root cause of this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was recovering from implantation in the hospital, the screen of the system controller was noted to be blank. There were no green arrows visible and no parameters and lights visible on the screen. When the controller was attached to the heartmate touch screen, all looked normal. Normal parameters and a running pump. No alarms occurred. Log files were submitted which captured no abnormalities. The controller was exchanged for a new one without problems.

Manufacturer narrative:
Section a: additional patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.